Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: from phone call on (B)(6) 2023 14:08:45: consumer called back to mention she has also seen "clear liquid" coming from syringe prior to injection. Same box. Cl consumer reported that needle is "flat" on top stated, the needles hurt when taking injection stated, after injection, she's finding "bruising" and it leaves a "bump" stated, does not re-use.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 05-oct-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported while using bd insulin syringes with bd ultra-fine¿ needle foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: from phone call on (B)(6) 2023 14:08:45: consumer called back to mention she has also seen "clear liquid" coming from syringe prior to injection. Same box. Cl consumer reported that needle is "flat" on top stated, the needles hurt when taking injection stated, after injection, she's finding "bruising" and it leaves a "bump" stated, does not re-use.